Manufacturer narrative:
Approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patient was experiencing inadequate stimulation due to lead having high impedances. The patient underwent a lead replacement procedure and was doing well postoperatively.

Manufacturer narrative:
Sc-8336-70 (sn (B)(6)). The returned leads was analyzed and eight cables (e25-32) of the lead are fractured at the click site, about 11.5 centimeters from the end of the paddle. It was reported that the patient was experiencing inadequate stimulation due to leads having high impedances. The complaint was confirmed. When excessive mechanical/tensile force was exerted onto the lead, the lead got kinked after it exits the click anchor resulting in the cable fractures, which caused the reported patient's experience.

Event description:
It was reported that the patient was experiencing inadequate stimulation due to leads having high impedances. The patient underwent a lead replacement procedure and was doing well postoperatively.